Event description:
When transferring patient to chair from bed, the foley catheter collection bag found to be leaking from the top. Per rn mgr: event told to writer this morning; rn had already spoken to cca team about this issue and decision was made to replace foley based on it leaking and no longer being an intact system ¿ this puts patient at risk for cauti. Due to need to change foley (additional procedure) that would not have been needed if device malfunction had not been present, updated harm score of event to additional treatment. This is one of several foley catheters that recently had leaks or other malfunctions. Consulting ip as well as cns that sits on cauti domain team regarding this event happening again.